Event description:
The customer reported that during a hepatectomy, the jaws of the device would not open after activation. The jaws were removed from the pt by additional resection of surrounding tissue. Another device was used to complete the case. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.